Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found syringe tip jammed in the forceps opening. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was unable to be specified. The root cause of the foreign material remaining in the subject device was unable to be specified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the gastrointestinal had a syringe tip stuck in the forceps mouth. It is unknown when the issue occurred. There were no reports of patient harm.